Event description:
I was diagnosed with an autoimmune disease, lupus. I had smooth mentor silicone implants put in around (B)(6) 2013 and by (B)(6) 2014 I had been officially diagnosed with lupus. I have been dealing with symptoms ever since, especially skin problems and alopecia as well as problems walking when I first wake up in the morning. FDA safety report ID# (B)(4).